Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the carbohydrate ratio was incorrectly set. Reportedly, the customer set the carbohydrate ratio to 1 unit of insulin for 1.6 grams of carbohydrates, and should have been 1 unit of insulin for 5 grams of carbohydrates. Tandem technical support guided the customer through adjusting the carbohydrate ratio. Customer's blood glucose level was 150 mg/dl.